Event description:
A friend or family member of the patient reported infection symptoms. This was considered a sudden change in symptoms. The patient was sick for 6 months and was in and out of the hospital. They returned to the hospital less than 24 hours after implant because the patient was ¿violently sick.¿ in (B)(6) 2014, they did a spinal tap and discovered the patient had meningitis. The infection was confirmed. The pump was removed in (B)(6) 2014. When asked about the reason for removal, the patient¿s friend or family member stated they ¿think something happened at implant.¿ the pump was being used to deliver baclofen. The lot number, concentration, and dose were unknown. The indications for use were intractable spasticity and cerebral palsy. Follow up is being conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).